Event description:
The pca was not delivering medication and the pca pendent button was not lit after a programming change. Continuous pca was stopped and epidural orders were added so the dose and lock out needed to be decreased. When this change was made the customer waited a few hours to change the lockout to prevent reaching the lock out time. The following day the pump shut off without any alarms or lights. The pca was turned back on at some time in the future and there were no further problems. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.